Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration # (B)(4)) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration# (B)(4)). (B)(4). The arjo representative became aware of the event with the involvement of the maxi move passive floor lift. It was reported that during the final phase of resident transfer from the bed to the wheelchair spreader bar detached. This situation happened when the patient was safely situated on the wheelchair and the caregiver started to disconnect sling clip from the device spreader bar. When the spreader bar started to separate from the lifting arm, it hit the patient's left forearm. However, the spreader bar did not fall completely as the caregiver was able to catch the spreader bar. After the event the patient complained of mild discomfort, no redness or swelling was reported. As a treatment, the cool compress was applied. The device was evaluated by the arjo service technician. The visual inspection showed that the bushings on the t-bar were worn and the lift straps need replacement. This, however, is not related to the investigated case and did not lead to spreader bar detachment. The functional test revealed that the lift was working according to manufacturer's specification. The service technician was unable to recreate the failure reported by the customer. The spreader bar cannot be disconnected unless the locking mechanism was released. The spreader bar to t-bar attachment is called the lock & load system in the labeling of the maxi move lift. The lock & load system is designed so that, when the spreader bar is connected to the t-bar, only a manual lifting of the spreader bar would allow separation (detachment) of the spreader bar. Furthermore, during this manual lifting of the spreader bar, a secondary component called the retaining catch (part of locking clip) would need to be pushed in order to allow for the separation. This retaining catch is designed to prevent inadvertent separation of the spreader bar due to an unintended upward force applied to the spreader bar. Moreover, the device has a design that clearly shows to the user when the spreader is and when it is not correctly engaged. A smiley face appears when the spreader bar is locked in place correctly. During a conversation with nurse manager of the customer facility, it was stated that the spreader bar was "inadvertently unhinged and removed from the t-bar. Not operator error or machine error." The IFU for maxi move contains warning on how to safely use the device: "warning: check to see that the yoke is locked in place by trying to lift the yoke without pushing in the retaining catch." During testing the device and attempts to replicate the failure reported, the device was working correctly. During the interview, the nurse manager provided information that the event was a sequence of unfortunate events when the spreader bar was inadvertently unhinged and removed from the t-bar. In summary, the device played a role in the event as it was used for patient handling during the incident. Based on the provided information, the root cause of the problem was caused by the incorrect attachment of the spreader bar to device lifting arm. During the incident, the spreader bar detachment was reported, the device did not meet its performance specification. We report this event to competent authorities due to a malfunction that occurred (spreader bar detachment during use).

Event description:
The arjo representative became aware of the event with the involvement of the maxi move passive floor lift. It was reported that during the final phase of resident transfer from the bed to the wheelchair spreader bar detached. This situation happened when the patient was safely situated on the wheelchair and the caregiver started to disconnect sling clip from the device spreader bar. When the spreader bar started to separate from the lifting arm, it hit the patient's left forearm. However, the spreader bar did not fall completely as the caregiver was able to catch the spreader bar. After the event the patient complained of mild discomfort, no redness or swelling was reported. As a treatment, the cool compress was applied.